Manufacturer narrative:
(B)(4). Day and year known: (B)(6) 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r9581k, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please clarify the event of " clips not entering jaws, then not closing to form the clip"? Were the device jaws not able to close to form the clip? Or did the device eventually feed a clip into the jaws but it was malformed (or unformed) when it was fired from the jaws? Was there any damage seen to the jaws of the device (bent, misaligned, etc)? Was there any patient consequence? The device eventually fed a clip into the jaws but it was malformed (or unformed) when it was fired from the jaws? Yes this is what happened. Was there any damage seen to the jaws of the device (bent, misaligned, etc)? None. Was there any patient consequence? Changed clip applied.

Event description:
It was reported that during an unknown procedure, clips not entering jaws. Then, not closing to form the clip.

Manufacturer narrative:
(B)(4). Batch # r9569c . Device analysis: the analysis results found that the er420 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device batch r9569c number, and no non-conformances were identified.